Event description:
The physician reports that during cataract surgery with attempted implantation of the crystalens, the capsular bag tore during rotation of the lens. The crystalens was removed intraoperatively and replaced successfully with a different lens model (sulcus-fixated lens). The patient's prognosis is good. The physician believes the root cause of the capsular tear was related to incomplete filling of viscoelastic in the capsular bag and subsequent rotation of the lens.

Manufacturer narrative:
The device history records were reviewed and there were no discrepancies or unusual findings. Root cause: according to the physician, the root cause of the reported problem of capsular bag tear was technique related, where the capsular bag was not filled completely with viscoelastic and when the surgeon attempted to rotate the iol, it caused the bag to tear.